Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided usb cable, tandem charging pad and tandem wall adapter. Reportedly, the customer was able to successfully charge the pump using new tandem wall adapter, charging pad and usb cable. There was no adverse impact to the customer¿s blood glucose value.